Event description:
It was reported that problems were experienced with unlocking and removal of the inner cannulae on two (2), size 10 cfs, cuffless tracheostomy tubes. This was detected on one (1) 10cfs device after two (2) weeks usage and on the second 10cfs device after approx three (3) mos usage. It was also reported that the inner cannulae are cleaned in full strength hydrogen peroxide, which is contraindicated to the device labeled instructions for use. There was one (1) pt involved with no reported pt compromise. One (1) device was returned to the MFR for decontamination, analysis and investigation on 10/10/97.